Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-dec-18 information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient charged her ins last night, and after she was done charging it she charged the controller. Patient decreases intensity when she charges her ins and controller, and increases it when they are done charging. Last night when she was done charging the controller, she tried to increase the intensity and got "settings not available" (screen #59). Patient reset the battery pack but it did not resolve the issue. Caller was redirected to hcp for reprograming, however, did not have a managing hcp. No symptoms and no further complications were reported. 2020-feb-13 additional information was received from the patient. It was reported steps taken were that patient received a new battery pack, still had same problem. Stimulator was reprogrammed, found cable on right side disconnected so bypassed it, will have to get fixed. Patient provided their hcp information. On 3/10, patient provided further clarifications. Stated that the cable they mentioned is a right side lead but she was wrong about that statement (right side cable being disconnected). The lead is not disconnected. Actual issue was discovered on (B)(6) 2020 after the x-rays at doctor's office. There was a manufacturer rep present at that appointment who stated that lead is connected but all 8 contacts on the right side lead are bad. Patient did not know how they came to that conclusion, but she was shown bad contacts on the rep's tablet. Patient will need to have a revision surgery done, no date scheduled yet. Patient did not know if the impedances were high or low. Patient has an appointment on (B)(4) 2020 and further actions will be determined on 3/11. Patient's weight on 3/3 was 143 lbs. The issue is not resolved. No further complications were reported. **omitted information regarding crts 3947200 <(>&<)> 3948516 - see pe 703495299 (nni).**